Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate.

Event description:
It was reported that this pacemaker had varying longevity estimates. In (B)(6) 2014 there was 4.5 years remaining. In (B)(6) 2016 it was 3 years but in (B)(6) 2020 there is more than 5 years and battery status is beginning of life (bol). Boston scientific technical services (ts) noted that due to lack of therapy needs this is not unexpected. Additional information received indicates that there has been difficulty interrogating this device. In the past the device could not be interrogated while the patient was laying down but could while they were seated. More recently the device could not be interrogated despite trying two different programmers, two different power cables and three different wands. After an hour of trying to interrogate the physician stopped trying. The device is not needed by the patient as they have been in permanent atrial fibrillation (af) for years.